Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy and distal gastrectomy. According to the reporter: tumor removal by way of thoraco-abdominal approach. Colectomy and distal gastrectomy open procedure. The customer reports that the ta was fired and locked out but the staples did not form, were in tissue unformed. The instrument was reloaded and the same happened again. The surgeon went to another device, a (B)(4) blue on the stomach and it worked fine. The surgery was extended by over 30 minutes. There is no report of tissue loss or damage and no blood loss. No additional medical intervention was required. The pt is reportedly fine. The sample is being sent for evaluation. No pt injury was reported.